Event description:
It was reported the lead was removed and replaced due to short intervals and over sensing. No patient complications were reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned and analyzed. No anomalies were found during analysis. Blood was noted on the distal electrode and proximal conductor. The helix was bent and overstress distortion was noted. There was a cosmetic depression in the outer insulation. The inner and outer insulation were breached cut. The proximal conductor was kinked/buckled and cut. The lead was stretched and explant damage was noted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 4296 implantable pacing lead 2012 (B)(6). (B)(4).